Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: failure to deflate. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat a 95% obstruction in the proximal right coronary artery (rca). The patient presented with infarction and thrombus. The trek balloon catheter was used to dilate the lesion at 12 atmospheres; however, upon deflation it was noted that the balloon could not be completely deflated. The balloon catheter was removed from the patient's anatomy still partially inflated and there was some resistance noted. The device was successfully removed without any patient effects. The procedure was successfully completed using another balloon catheter, reportedly, there were no patient effects. No additional event or patient information is available.